Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found moderate to minimal adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient stated 4 devices fell off prior to 24-hour period. Patient did not recall how long the devices were worn before falling off. Patient stated one adhesive pad did not appear to have had normal adhesive level prior to use.